Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight & ethnicity: unknown/ not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye, due to refractive error. The patient experienced blurred vision immediately after surgery, but improved after the iol was replaced. Reported manifest refraction -2.50, and best visual corrected acuity (bcva) 20/20. It was learned that symptoms began four days post implant. The replacement lens is another johnson and johnson iol, but different model, dib00 and lower diopter 23.0. At exchange there was no incision enlargement, vitrectomy, or sutures required. No patient post-op injury and the patient is reported to be doing well. No further information was provided.